Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it was very hard to place the angio-seal sheath. They stated that the sheath and dilator transition was abnormally bumpy/not smooth. When placing the sheath, it felt different from the ordinary without significant reason as there was no scar tissue, no extreme obesity, no difficulties with procedural sheath or wires, correct angle. The procedure was a digital subtraction angiography (dsa). A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. The user facility with ultrasound (us). There was no calcification seen around the puncture site and normal angle of the sheath. It was hard to insert the angio-seal sheath due to the transition between the sheath and dilator seeming abnormal. The patient was stable. Hemostasis was achieved by the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned. Therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for difficulty with device insertion. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. An action item was initiated to address the increase in occurrence.